Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in set), which occurred on the home choice (hc) during initial drain. The technical service representative (tsr) was unable to determine cause of alarm. The tsr had the home patient (hp) closed all the clamps to the bags/patient line, cycled the power off/on, and system error 2367 occurred. The hp cycled the power off/on and the hc went to press go to start. The hc was at load the set the hp removed the cassette. The tsr advised the hp to dispose of current supplies. The hc was operational. Per the callscript, the hp was connected at the time of the alarm, the hp did not disconnect any time prior to the alarm, all of the bags were spiked and connected properly, there was a patient extension line used, the patient extension line was primed before use, there were no open clamps any unused supply lines, and there was not anything unusual noted about the supplies. There was the patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance has made multiple unsuccessful attempts to contact the hp.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Product surveillance (ps) spoke with the registered nurse (rn) on (B)(6) 2012 regarding the reported event. The nurse stated she was aware of the alarm. Per the nurse the sample was discarded and a lot number was not provided, therefore no evaluation or batch review could be performed. The rn stated she did not know what caused alarm, but stated that she recently saw the patient and that therapy has been going fine since then. No patient injury or medical intervention was reported. No allegations were made against any baxter products. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This report for a system error 2240 (air in set) was not confirmed. Based on the information gathered during baxter's investigation the root cause of the report was undetermined.